Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician confirmed a left side deflation. The device has been replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Patient reported "my breast implant has leaked and asking information about warranty." Unknown side record. Device remains implanted.